Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was detected that a safe site 19g needle (product code: 415069) when the outer packaging was removed that there was a white hard substance on the needle of the device. There was nothing present on the needle sheath or the outer packaging. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) pictures were provided for further evaluation. The photos and all available information were forwarded the supplier for further evaluation. Based on the supplier's response, three photos show a needle with no plastic shield and an epoxy drip around the middle of the needle. No other defects or imperfections were observed. The supplier stated that this type of defect could occur during the assembly process. Verification of the cannulation was performed. The settings were correct, and the flow of the product was good. To date, there have been no similar events reported for this lot. Based on the investigation and the photo sample analysis the defect reported by the customer was confirmed. A device history record review was completed for the provided material number and lot number. The review did not reveal any defect quality issues during the production of this lot that could have contributed to the reported defect. While the exact root cause was not determined, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.